Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was an attempted lead during the implant procedure due to loss of capture (loc), no sensing and a pace impedance measurement of less than 200 ohms. This rv lead was removed and replaced with a different rv lead which remains in service. No additional adverse patient effects were reported.